Manufacturer narrative:
This report is submitted on 4 november 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Surgery to replace the magnet was completed on (B)(6) 2020. The implanted device remains.